Event description:
Allegedly revised due to a broken component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This device event code is addressed in the package insert. This is the same event as 1043534-2010-00480, 00481. This event occurred in (B)(6).